Event description:
It was reported to philips that the flexvision monitor was not booting up. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. The field service engineer inspected the system onsite and after the re-installation of flexvision pc software, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not clinical use, when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was not working. During troubleshooting, the fse found that the software was corrupted. The fse reloaded the software on flexvision pc. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.